Event description:
Valiant navion stents graft were implanted to treat an unknown sized thoracic aortic aneurysm on the on (B)(6) 2021. It was reported that on an unknown date in (B)(6) 2022 the patient suffered an aneurysm rupture and died. The cause of the death was noted to be due to the aneurysm rupture. No additional clinical sequelae were provide and the patient expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc3737c90tj, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4), dod and event date - year and month valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that it is unclear if there was a move of the stent graft. However, at the time of the visit, it was confirmed the image that the joints of the two devices were separated. Per the physician a type iiia endoleak was not observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received: it was confirmed per the physician that the patient death is possibly related to the device or procedure. It was reported the cause of the aneurysm rupture per the physician was probably that the two devices that had been indwelled in a stack came off for some reason and caused a rupture due to the rapid flow flowing into the aneurysm. B3: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported stent graft separation and aneurysm rupture were confirmed on the films returned; however, the cause of the events could not be fully determined. Lack of post-implant contrast CT's did not allow for the assessment of endoleaks and the stent graft in vivo configuration in relation to the great vessels. Although films were non contrast, contrast leakage due to the complete stent graft separation have occurred and it is most likely that the contrast leakage from the stent separation into the aneurysm sac contributed to the aneurysm rupture. It is possible that aneurysm morphology changes and implantation of the devices in the patient¿s angulated and challenging anatomy may have contributed to the occurrence of the stent graft separation leading which contributed to the aneurysm ruptured and subsequent patient's death. The junctional separation occurred within the aneurysm; therefore, lack of vessel support may have also been a factor. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.